Event description:
Champion af study it was reported that thrombosis occurred. The patient was enrolled into the champion af study on 09nov2021, and the procedure was performed eight days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 17.0mm. The patient was discharged home on aspirin and apixaban one day post index procedure. Fifty six (56) days post index procedure, transesophageal echocardiography (tee) revealed thrombus around the closure device. At the time of the event, the patient was on aspirin and apixaban. In response to the identified thrombus, the dose of apixaban (5mg) was shifted to 2.5mg twice per day.

Event description:
Champion af study. It was reported that a thrombosis occurred. The patient was enrolled into the champion af study on (B)(6) 2021, and the procedure was performed eight days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 17.0mm. The patient was discharged home on aspirin and apixaban one day post index procedure. Fifty six (56) days post index procedure, transesophageal echocardiography (tee) revealed thrombus around the closure device. At the time of the event, the patient was on aspirin and apixaban. In response to the identified thrombus, the dose of apixaban (5mg) was shifted to 2.5mg twice per day. It was further reported that additional follow up tee showed no presence of thrombus around the closure device 56 days post index procedure and thrombus was not present or resolved in repeat tee. There is no allegation of thrombus on further update. The patient was on aspirin 81mg and apixaban 5mg at the time of the follow up tee.

Manufacturer narrative:
Describe event or problem: updated and downgraded to not reportable. B7- other relevant history: updated with new medical history.